Event description:
An article, "midterm results from a multicenter registry on the treatment of infrainguinal critical limb ischemia using a heparin-bonded eptfe graft" was reviewed. It was reported in the article that there was an early amputation within 30 days.

Manufacturer narrative:
Article enclosed.